Event description:
It was reported that a homechoice device experienced a system error 2267 (air and fluid in line/set) alarm. This event occurred during dwell cycle one of four of peritoneal dialysis therapy while the patient was connected. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm. The technical service representative assisted the patient in clearing the alarm and advised the patient to restart therapy with new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was discarded and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.